Event description:
It was reported that prior to starting a da vinci s surgical procedure, a wire was frayed and off the track on the pk dissecting forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported a frayed wire, however, for clarification the damaged instrument component was a broken pitch cable. Based on this clarification, the customer reported complaint was confirmed. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks however scratches on the surface of the distal pulley were found. Electrical continuity test passed. Additionally, the grip cable was derailed. One grip close cable was derailed at the distal idler pulley. The grips could still open and close, but movement may not have been precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contributed to the derailment. Engineering found scratches on the main tube. The distal end of the main tube had various scratch marks showing light material removal. Scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.